Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met, the impedance trend of the right ventricular defibrillation coil was rising, and that the impedance of the right ventricular pacing lead was beyond the expected upper range. Oversensing due to non-physiologic signals/sensing integrity counter was noted. Analysis also indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received inappropriate shocks on two different days. The right ventricular lead was noted to have noise and high impedance. An x-ray confirmed that the lead was fractured before the clavicle area. The lead was attempted to be explanted but was capped and replaced. No further patient complications have been reported as a result of this event.